Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a suspected low voltage fracture. The lead exhibited a spike to high out of range pacing impedance and had high thresholds. In addition, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. During the rv lead replacement, the right atrial (ra) lead became caught on the rv lead and was pulled out. The ICD and leads were explanted and replaced. No patient complications have been reported as a result of this event.